Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on (B)(6) 2025. During the procedure, there was a problem in the ligation system when placing the sixth band. The thread responsible for the ejection function broke inside the cap. It was reported that the patient's safety was put at risk because their condition was indeed delicate.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on (B)(6) 2025. During the procedure, there was a problem in the ligation system when placing the sixth band. The thread responsible for the ejection function broke inside the cap. It was reported that the patient's safety was put at risk because their condition was indeed delicate.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture break. H11: the speedband superview super 7 was not returned; however, a photo of the complaint device was provided by the customer. Per media analysis, the photo showed the ligator housing with two bands attached to it, and one band was overlapped. Additionally, it was found that both the tooth of the ligator and the bands broke. No other problems with the device were noted from the photo. The reported event of bands unable to deploy was confirmed. The reported event of suture break cannot be confirmed. It is possible that this event occurred due to the physician's technique during the procedure, or it may have been related to a device malfunction. Cause not established is selected as the most probable cause for these events. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on all gathered information, the probable cause selected is cause not established. H11: correction: block a1 (patient identifier) has been updated.